Manufacturer narrative:
The reported failure was error message: "safety-s". Performance verification was carried out by the getinge field service technician (fst) but safety-s error keeps appearing. The fst replaced the motor control boards. After replacement, performance verification was performed and operation was found successful. Pump is back in clinical use. This reported error message could be linked to the following root cause: an error occurs when transmitting the signals via the control board to the safety system board. This causes that the safety system board to receive no or incorrect data and therefore triggers the error message: "safety-s". Thus the failure could be confirmed. The review of the non-conformities during the period of (B)(6) 2018 to (B)(6) 2021 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number: (B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when new information becomes available.

Event description:
It was reported that the hl20 twin roller pump displayed error message: "safety-s". No patient involved. Reference number: (B)(4).